Manufacturer narrative:
An examination of the fire scene and device is being scheduled. A f/u report will be submitted.

Event description:
Received fax of a potential claim for property damage arising out of a fire involving an (B)(4) oxygen concentrator. The fire scene is being held for examination.